Event description:
It was reported that the ilet pump generated repeated restart alerts identified as alert 32 for motor processor communication, and the user transitioned to insulin pens while awaiting a replacement; blood glucose was reportedly unaffected, and the user continued cgm use. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included temporary interruption of pump therapy with continued glucose monitoring and alternative insulin delivery. Investigation included remote troubleshooting and user education, confirmation of shipping and return logistics, guidance to shut down the device to prevent further alerts, and data sync instructions. Investigation of the returned device revealed a delivery motor communication malfunction consistent with prior occurrences of motor processor communications errors.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.